Event description:
It was reported that while using bd vacutainer® sst¿ ii advance blood collection tubes, a barrier separation was not formed after centrifugation on an unspecified number of tubes. No patient impact reported.

Manufacturer narrative:
E1: initial reporter phone #: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance blood collection tubes, a barrier separation was not formed after centrifugation on an unspecified number of tubes. No patient impact reported.

Manufacturer narrative:
Investigation summary - bd received one (1) photo for investigation. The evaluation of this photo indicated a poor gel barrier separation. A total of 100 retained samples were visually inspected, and no gel defects were found. Complaints for sample quality are under statistical control for the month of december 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: poor barrier separation. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.